Event description:
It was reported that three tray epid cont we18g3.5 c20 lor5 s/l/l-e experienced a catheter that could not thread through the needle during use. The following information was provided by the initial reporter: material no.: 406047 batch no.: 0001285103 verbatim: I now have a lot # as it has happened a couple of more times. Three times yesterday. I am pulling all trays of this lot # from service.

Manufacturer narrative:
Investigation summary: sample analysis verified the failure mode (incorrect component). Thirteen (13) of the nineteen (19) samples returned contained the incorrect 19 gauge epidural catheter (blue label). Six (6) of the nineteen samples contained the correct 20 gauge epidural catheter (white label). The investigation noted that packaging of the product is a manual process. As part of this manufacturing process, all components are to be verified with the applicable bill of material at start up and at any time during the manufacturing process when more components are delivered to the manufacturing line. Based on the DHR review results and the sample evaluation, the investigation identified the most probable root cause to be a failure in the component verification step with the applicable bill of materials during the manufacture of the affected finished good lot. The applicable personnel have been made aware and trained.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that three tray epid cont we18g3.5 c20 lor5 s/l/l-e experienced a catheter that could not thread through the needle during use. The following information was provided by the initial reporter: material no.: 406047, batch no.: 0001285103. Verbatim: I now have a lot # as it has happened a couple of more times. Three times yesterday. I am pulling all trays of this lot # from service.